Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 576 mg/dl after pausing insulin delivery for a baseball game and later discovering that the cartridge was not fully inserted into the ilet. The user noted moderate ketones and corrected the high bg with insulin injections before reconnecting to the ilet. No ems or hospitalization was required.